Event description:
It was reported that a patient underwent a cesarean section on (B)(6) 2011 and suture was used. During the procedure, the needle pulled off from the suture. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2012-00074 and medwatch 2210968-2012-00077. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). A needle was returned for evaluation. There was no suture remnant noted inside the hole of the needle. No significant marks were noted on the barrel of the needle. No needle defects were noted. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.